Event description:
A pt (age and gender unknown) underwent a therapeutic ercp for treatment. The autotome rx had passed through the ampula. The clinician reports difficulty removing the autotome from the cbd (common bile duct). Upon inspection of the device once it was removed, revealed that the cut wire had broken and had disconnected from the catheter. Another of the same device was utilized to complete the procedure. The pt tolerated the procedure well. There was no report of death, serious injury or mistreatment associated with this event.